Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. In (B)(6) 2020, the battery longevity estimate was 2.5 years. By (B)(6) 2021, the ICD had reached elective replacement time (ert) due to charge time during an auto-capacitor reform. The first charge was for 16.405 seconds and the reconfirm charge was 15.645 seconds. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This ICD remains in service, however device replacement was recommended. No adverse patient effects were reported.